Event description:
Pt had a venipuncture done in the left antecubital fossa. Suffered immediate shooting pain down the arm and into the hand and thumb. Continues to have pain and has difficulty writing at work.